Manufacturer narrative:
B2. Corrected data, initial report: inadvertently did not select an option.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator incision had opened up. Wound was closed with steristrips and antibiotics were prescribed. It was later reported that the patient's lead wires were sticking out of his neck wound. Patient's chest wound had also reopened the next day after being closed. It was reported that the generator and lead were explanted. Both wound were revised in surgery and an infection was reported to have occurred at both sites. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.